Event description:
During remote follow-up, noise was observed on the device. No intervention has been performed at this time. Further information was requested but not yet available. The patient experienced no adverse health consequences and will continue to be monitored.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on september 23, 2022.